Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an heartmate ii (hmii) exchange for suspect thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas. The pump was returned assembled with the driveline (dl) cut 0.25¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the pump a soft, tissue-like deposition was found situated adjacent to the outlet bearing ball. This thrombus lacked laminated layering, suggesting that it did not initially develop in the outlet stator; however, its specific origin could not be determined. Although a duration of time for which it was present in the device could not be conclusively determined, the thrombus was not adhered to the blood-contacting surfaces and showed no evidence of denaturation or concentric contact marks on the rotor outlet section or the outlet bearing cup, suggesting that it was not present in the pump for a prolonged period of time. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.